Event description:
This spontaneous report was received on (B)(6) 2012 from a (B)(6) female consumer reporting on self from the united states. On an unspecified date, the consumer started using o.b non-applicator tampons, vaginally for menstruation (lot number, expiration date and frequency unspecified). After an unspecified duration, she noticed that the threads on the tampon came off when she removed it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(6) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. On an unspecified date, the consumer started using o.b non-applicator tampons, vaginally for menstruation (lot number, expiration date and frequency unspecified). After an unspecified duration, she noticed that the threads on the tampon came off when she removed it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. No return sample was received and no valid lot number was provided. Without a valid lot number, the analyst could neither perform a manufacturing and packaging batch record review or visual inspection of the retain sample nor perform lot trend analysis. The analyst performed a review of the complaint data associated with these categories and found no adverse trends. Based on the investigation, there was no evidence to show that the device failed to meet the specifications. Corrective and preventive measures were under implementation to address fiber tufting issues. No further action was required. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.